Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the suture broke when pulling vertically at the two-thirds length of the wound. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.